Manufacturer narrative:
Image review: three level anterior cervical discectomy and fusion was performed with peek prevail shows screw extrusion at multiple levels. This is a result of failure of fusion. Prevail is indicated for single level use. Root cause: surgical technique.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, patient underwent anterior cervical discectomy and fusion at levels c4-c7. On (B)(6) 2016, post-op, interbody screws left out from the cage. Three cages were implanted of which two of them lost their screws. The product came in contact with the patient. A revision surgery was performed to take out the screws. Three screws were backed out in total.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.